Event description:
Per the clinic, the patient experienced migration of the electrode array and poor performance with device use. Subsequently the device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed october 16th, 2014.